Manufacturer narrative:
Product review / investigation could not be performed since product was not returned. Device history record review found no related nonconformances and the documentation shows no evidence of abnormalities. Root cause is unknown. If additional information is obtained which changes the outcome of the investigation, a follow up report will be filed.

Event description:
On (B)(6) 2020 patient was implanted with an incore lapidus system. The surgeons post operative instructions allowed the patient to fully weight bear with a boot at 4 weeks post op, this is 2 weeks sooner than he normally instructs. On (B)(6) 2020 a revision surgery was performed due to patient pain to removed the incore lapidus system. The surgeon was able to remove the broken pieces of the two screws, however the post with the broken screw pieces was not able to be removed and remains implanted. The surgeon completed with revision using a stratum straight plate on the medial side of the cuneiform and 1st metatarsal. No patient complications were reported.